Event description:
It was reported that on (B)(6) 2021, a 25mm amplatzer patent foramen ovale (pfo) occluder was chosen for a pfo closure procedure, along with a 9f amplatzer torqvue delivery system. The device was sized and successfully implanted using micro-transesophageal echocardiography (tee). There were no complications noted during the implant procedure. During the night after the implantation, the patient woke up and had blood on the femoral compression at the access site of the delivery system from the procedure. The patient became bradycardic, and the physician suspected that the patient became bradycardic from the sight of the blood. The cause of the femoral bleeding was unknown, and it is unknown how much femoral bleeding was present. Femoral compression was performed to treat the bleeding. The physician gave the patient a sternal punch to treat the bradycardia, and the patient recovered. The next day, a transthoracic echocardiogram (tte) and a transesophageal echocardiography (tee) were performed. The left disc of the device was well apposed in the left atrium, but the right disc was partially in the right atrium and partially in the pfo. The patient was discharged from the hospital as the device was stable. The patient will be scheduled in (B)(6) 2022 to correct the issue of the right atrial disc. The physician believes that the cause of migration was the sternal punch and the short length of the patient's pfo. The patient status was reported as stable. No additional information was provided. Related manufacturer report number: 2135147-2022-00059.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
Subsequent to the initially filed information, the following information was received reported that the patient did not require a blood transfusion. On (B)(6) 2022, the patient had a successful implantation of a 30mm amplatzer pfo occluder to complete the pfo closure and stabilize the first device. No additional information was reported.

Manufacturer narrative:
An event of bleeding at the access site was reported. A more comprehensive assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.